Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 09/27/2016. Date of follow up report: 11/11/2016. The force fx-8c generator was returned to medtronic for evaluation. The customer reported that the power output of the unit was unstable. The investigation confirmed the customer reported condition. The performance test found the unit ran unstable and bipolar activated by itself. The investigation isolated the failure to the psrf board and the footswitch board, but a root cause was not identified. No trend has been identified. The unit was repaired before being returned to the customer. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident unit has not been received for evaluation by covidien. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the force fx-8c had unstable power during operation of the unit. During troubleshooting, a covidien technician conducted a performance test which confirmed that the unit was unstable. The technician also observed that the bipolar function was activated without keyed input. No patient was involved or injured.